Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/malposition of essure device location of device: outside fallopian tubes attached to fibroids growing & attached to right pelvic bone'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did ot undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("hormonal changes describe: sweats") and was found to have weight increased ("weight gain"). In 2007, the patient experienced tooth disorder ("dental probs"). In 2008, the patient experienced insomnia ("psychological or psychiatric problems condition:insomnia"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and neck pain ("tumor / teratoma / cancer type: cervical pain,"). In 2012, the patient experienced anaemia ("blood or heart disorder/ condition- type: blood- anemic, iron def"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), increased tendency to bruise ("rashes or skin conditions type: bruise easily,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: stage IV endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems type:"), constipation ("gastrointestinal or digestive system condition type: constipation"), hypoaesthesia ("other injury(ies) or complication please describe: limb numbness"), back pain ("back pain") and arthralgia ("hip pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oopherectomy and hystrectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain, dyspareunia, anaemia, migraine, headache, fatigue, nausea, tooth disorder, hot flush, hyperhidrosis, genital haemorrhage, female sexual dysfunction, insomnia, increased tendency to bruise, endometriosis, neck pain, eye disorder, weight increased, constipation, hypoaesthesia, back pain, arthralgia and uterine leiomyoma outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, menorrhagia, migraine, nausea, neck pain, pelvic pain, tooth disorder, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: essure insertion date (B)(6) 2006 was noted as discrepancy as per pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: hormonal changes describe: hot flashes, sweats, abnormal bleeding (general),apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: pain pills & insomnia, fibroids, rashes or skin conditions type: bruise easily, reproductive system disorder or condition type of disorder or condition: stage IV endometriosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cervical, pain, perforation (fallopian tube(s)), vision/eye problems type: halo, firefly, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication please describe: limb numbness, back, hip pain were added. New reporter, concomitant condition were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/malposition of essure device location of device: outside fallopian tubes attached to fibroids growing & attached to right pelvic bone'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did ot undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("hormonal changes describe: sweats") and was found to have weight increased ("weight gain"). In 2007, the patient experienced tooth disorder ("dental probs"). In 2008, the patient experienced insomnia ("psychological or psychiatric problems condition:insomnia"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have tumour pain ("tumor / teratoma / cancer type: cervical pain,"). In 2012, the patient experienced anaemia ("blood or heart disorder/ condition- type: blood- anemic, iron def"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), increased tendency to bruise ("rashes or skin conditions type: bruise easily,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: stage IV endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems type:"), constipation ("gastrointestinal or digestive system condition type: constipation"), hypoaesthesia ("other injury(ies) or complication please describe: limb numbness"), back pain ("back pain") and arthralgia ("hip pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oopherectomy and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain, dyspareunia, anaemia, migraine, headache, fatigue, nausea, tooth disorder, hot flush, hyperhidrosis, genital haemorrhage, female sexual dysfunction, insomnia, increased tendency to bruise, endometriosis, tumour pain, eye disorder, weight increased, constipation, hypoaesthesia, back pain, arthralgia and uterine leiomyoma outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tumour pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: essure insertion date (B)(6) 2006 was noted as discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/malposition of essure device location of device: outside fallopian tubes attached to fibroids growing & attached to right pelvic bone'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did ot undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("hormonal changes describe: sweats") and was found to have weight increased ("weight gain"). In 2007, the patient experienced tooth disorder ("dental probs"). In 2008, the patient experienced insomnia ("psychological or psychiatric problems condition:insomnia"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have tumour pain ("tumor / teratoma / cancer type: cervical pain,"). In 2012, the patient experienced anaemia ("blood or heart disorder/ condition- type: blood- anemic, iron def"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), increased tendency to bruise ("rashes or skin conditions type: bruise easily,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: stage IV endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems type:"), constipation ("gastrointestinal or digestive system condition type: constipation"), hypoaesthesia ("other injury(ies) or complication please describe: limb numbness"), back pain ("back pain") and arthralgia ("hip pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oophorectomy and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain, dyspareunia, anaemia, migraine, headache, fatigue, nausea, tooth disorder, hot flush, hyperhidrosis, genital haemorrhage, female sexual dysfunction, insomnia, increased tendency to bruise, endometriosis, tumour pain, eye disorder, weight increased, constipation, hypoaesthesia, back pain, arthralgia and uterine leiomyoma outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tumour pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: essure insertion date (B)(6) 2006 was noted as discrepancy as per pfs. Essure insertion date (B)(6) 2006 was noted as discrepancy. 3 coils right and 5 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Lot number: 12279890, manufacturing date: 2005-07, expiration date: 2007-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/malposition of essure device location of device: outside fallopian tubes attached to fibroids growing & attached to right pelvic bone'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did ot undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes") and hyperhidrosis ("hormonal changes describe: sweats") and was found to have weight increased ("weight gain"). In 2007, the patient experienced tooth disorder ("dental probs"). In 2008, the patient experienced insomnia ("psychological or psychiatric problems condition:insomnia"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have tumour pain ("tumor / teratoma / cancer type: cervical pain,"). In 2012, the patient experienced anaemia ("blood or heart disorder/ condition- type: blood- anemic, iron def"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), increased tendency to bruise ("rashes or skin conditions type: bruise easily,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: stage IV endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems type:"), constipation ("gastrointestinal or digestive system condition type: constipation"), hypoaesthesia ("other injury(ies) or complication please describe: limb numbness"), back pain ("back pain") and arthralgia ("hip pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oophorectomy and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal pain, dyspareunia, anaemia, migraine, headache, fatigue, nausea, tooth disorder, hot flush, hyperhidrosis, genital haemorrhage, female sexual dysfunction, insomnia, increased tendency to bruise, endometriosis, tumour pain, eye disorder, weight increased, constipation, hypoaesthesia, back pain, arthralgia and uterine leiomyoma outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tumour pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: essure insertion date (B)(6) 2006 was noted as discrepancy as per pfs. Essure insertion date (B)(6) 2006 was noted as discrepancy. 3 coils right and 5 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received. Lot number and reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea") and tooth disorder ("dental probs"). The patient was treated with surgery (hystrectomy (full)). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, anaemia, menorrhagia, migraine, headache, fatigue, nausea and tooth disorder outcome was unknown. The reporter considered abdominal pain, anaemia, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: essure insertion date (B)(6) 2006 was noted as discrepancy as per pfs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case is incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), anemia, menorrhagia (heavy menstrual bleeding), migraine, headaches, fatigue, nausea, dental probs. Reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.